Event description:
No malfunction of product during the procedure, however, the pt returned to the out-pt clinic approximately 2 months later, and was reviewed by the physician. It appears that the pt developed a collection of fluid soon after her discharge home from undergoing percutaneous coronary intervention. The fluid was drained and a thrombosed radial artery was tied off. The wound was not suitable for closure by secondary intention, therefore, plastic surgery was required at the radial site. A pea-sized lump over the radial puncture site was noted by the consultant.

Manufacturer narrative:
Eval: still under investigation at this time.